Manufacturer narrative:
B5. It was reported to philips that the device could not aspirate, blower not working. The device was being setup for use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the blower was not working. The blower and the motor controller (mc) printed circuit board assembly (pcba) required replacement. The fse replaced the mc pcba and blower to resolve the issue.

Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
The customer reported the unit can't send spirit/gas. The device was in clinical use, no patient harm. The customer confirmed the reported issue. The turbine does not rotate and does not send out gas. The customer replaced the turbine and the motor controller board to resolve the issue. The unit was tested, and it was returned to service.